Manufacturer narrative:
Implant failed due to part/interface does not engage. Additional information provided by the customer had the issue being changed to a fractured component issue.

Event description:
Implant failed due to part/interface does not engage. Additional information provided by the customer had the issue being changed to a fractured component issue.

Event description:
Implant failed due to part/interface does not engage.